Manufacturer narrative:
Device has not been returned. The batch record for manufacture of lot 01466 was reviewed. No anomalies were found. Trending report regarding complaints received from october 2006 thru november 2007 indicates one report of granuloma for ultratine products, representing 0.05% of product sold. As stated in the IFU for this product, implantation of foreign materials in tissues can result in histological reactions.

Event description:
The patient is one year post bilateral forehead lift. Standard operating procedure regarding post procedural inflammation was followed periodically during the healing phase, which included heat, massage and injections of steriods to reduce inflammation. The doctor is an experienced user of endotine forehead devices. This specific surgery was one of the first with ultratine product. Granuloma formation was first noted 8 months into the healing phase.